Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer that one sar-cov-2 tma run on panther instrument sn (B)(4) had a discrepant sample. The sample initially tested positive but resulted negative upon retest.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs found no instrument issues, suggesting the discrepant sample may have been contaminated or degraded during retesting. Ts advised customer to recollect and retest sample at their discretion. No further issues reported. Hologic and FDA met on (B)(6) 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4) aptima sars-cov-2 (B)(4) and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.